Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: surgeon noticed that the suture disengaged from the instrument prior to tying the knot. Upon closer inspection, it was found that the "passer" needle had partially broken off into the patient leaving a "stump" of the needle in the jaw of the instrument. Surgeon finished the case and then used a fluoroscopy unit to localize the broken fragment. At that point surgeon made a small anterior incision under fluoro control to find this 5mm fragment within the abdominal wall. This added another hour to the case and necessitated the making of an otherwise unnecessary incision in the patient's abdomen.

Manufacturer narrative:
(B)(4).